Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact, minimal calcification on all three leaflets, and commissure 3 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 6mm near commissure 2, and leaflets 2 and 3 by 4mm near commissure 3 at the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve circumference. A fragment of sewing ring was returned with the valve, the fragment matched up to the valve. Additional manufacturer narrative: customer report of calcification, pannus, and fusion of two commissures was confirmed. Device evaluation also found presence of host tissue overgrowth encroached onto the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, host tissue restricted leaflet mobility and led to stenosis. Based on the information received and results of the device evaluation, patient factors may have contributed to the event.

Event description:
Pre-operative tte and tee showed what appeared to be thickening of the leaflets, prolapse, vegetation, and fusion of two commissures. Operative note indicated degenerated mitral prosthesis with severe pannus ingrowth causing fusion of two of three commissures of the bioprosthetic valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted four (4) years, ten (10) months, three (3) days, was explanted due to severe regurgitation secondary to intrinsic calcification. The explanted device was replaced with a 27mm mitral pericardial valve. There were no complications reported.